Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was observed in a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was detected in the dispensing room before treatment, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information :the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.